Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) middle insulation breached; proximal segment returned and analyzed.

Event description:
Sensing difficulty was reported. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.